Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its cubies was not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: section h imdrf annex c grid. A supplemental MDR was submitted to reflect the correct imdrf annex c grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its cubies was not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pockets were failed on half height drawer 2.1 on the auxiliary 7 and drawer not detected on bus. A field service engineer checked and reseated all connections, row ribbon cable. The latch mounts and catch were inspected, and all associated screws were tightened to ensure secure fitting. After completing the physical adjustments, the device was restarted, and a series of diagnostic tests were conducted. The service was successfully restored. Hardware test application (hta) tests were performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its cubies was not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.